Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/31/2021. H.6. Investigation: two samples were received by our quality team for evaluation. One sample was inside an open blister package. After examination of this sample, a crack in the cannula surface was observed. The second sample was received inside an unopened package, and after evaluation, no defect was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. After investigation, the cause of this nonconformance cou.ld have occurred at the cannula manufacturing site. The cannula supplier has identified several possible root causes related in holes and splits generated at welding operation including failure in the power supply, incorrect weld due to misalignment of the steel edges during the tube forming, misalignment of the weld station, and presence of dirt on the steel strip surface as grease and oil. H3 other text : see h.10.

Event description:
It was reported that vaccine medicine leaked from a hole in the side of the bd eclipse¿ safety needle while attempting to draw it up. The following information was provided by the initial reporter: "needle was securely attached to syringe. When attempting to draw up vaccine there was not adequate suction, sounded like air was leaking when pulling back on plunger and vaccine was not filling the syringe. Some vaccine was noted leaking from the length of the needle, appears there may be a hole in the side of the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that vaccine medicine leaked from a hole in the side of the bd eclipse¿ safety needle while attempting to draw it up. The following information was provided by the initial reporter: "needle was securely attached to syringe. When attempting to draw up vaccine there was not adequate suction, sounded like air was leaking when pulling back on plunger and vaccine was not filling the syringe. Some vaccine was noted leaking from the length of the needle, appears there may be a hole in the side of the needle."